Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon returned a completed questionnaire reporting a patient that had been diagnosed with tass (toxic anterior segment syndrome) following a cataract extraction procedure. In previous conversations with the facility, the staff had indicated that they did not know what item(s) could have been contributing to this event, however, all the products used during the cataract extraction procedure were reported.